Event description:
Device 1 of 3. Reference MFR report #1627487-2013-12112, 12113. It was reported the patient's system was explanted due to lead migration. Note the patient received two leads with different lot numbers, both leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.